Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, bone resorption, mobility. The bone volume was found to be too low intraoperatively, despite previous dvts. In addition, massively hard bone. Thread tap was not available; was not necessary according to the manufacturer.